Manufacturer narrative:
Engineering eval of returned devices pending.

Event description:
Revision due to dislocation of the meatal head and bipolar liner. This event occurred outside of the us, in (B)(6).